Event description:
The customer reported a failure to alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a failure to alarm. No pt harm was reported. The philips customer response center staff discussed the issue with the users. The users were setting up two (2) new web clients and were unaware how to configure alarming to meet their expectations. They had failed to configure the (B)(4) to receive real-time alarming and had failed to configure which are the beds for which alarms should be sent to the new web clients. After several phone calls, the customer was able to successfully configure the alarm distribution to these (B)(4). Difficulty in initial alarm configuration of new monitors would be obvious to the staff installing the monitors through normal and expected verification of monitoring functions. Note that configuration of alarming is adequately described in device labeling (instructions for use/IFU). The mentioned failure to alarm was caused by an insufficient configuration which was down by the customer. Therefore, this failure to alarm does not represent a malfunction of the product. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.